Manufacturer narrative:
(B)(4).

Event description:
Hospitalization [hospitalization]:it irritated my mouth and my tonsils/ I called my dentist and asked if the tablets irritate the mouth she said yets it does. [Application site irritation]. It kinda burns like when you eat something hot when you put your partials in [burning mouth]. It aggravated my mouth. [Reaction aggravation]. I was disturbed my chest was hurting it got tight [chest pain]. My eyes got glossy about to go to the emergency room [glassy eyes]. Case description: this case was reported by a consumer via call center representative and described the occurrence of hospitalization in a (B)(6) male patient who received denture cleanser (polident 3 minute) tablet (batch number 296b, expiry date 26th july 2023) for dental cleaning. On an unknown date, the patient started polident 3 minute. On (B)(6) 2021, an unknown time after starting polident 3 minute, the patient experienced application site irritation. On an unknown date, the patient experienced hospitalization (serious criteria hospitalization), burning mouth, reaction aggravation, chest pain and glassy eyes. The action taken with polident 3 minute was unknown. On an unknown date, the outcome of the hospitalization, application site irritation, burning mouth, reaction aggravation, chest pain and glassy eyes were unknown. It was unknown if the reporter considered the hospitalization to be related to polident 3 minute. The reporter considered the application site irritation, burning mouth, reaction aggravation, chest pain and glassy eyes to be related to polident 3 minute. Additional information received via call center representative on (B)(6) 2021, "I bought from polident I purchased 120 tablets 3 minute daily cleaner I noticed the time I used the product and rinse it off take dental brush and clean it the last two times it irritated my mouth and my tonsils. Rinse it real good maybe 5 minutes I rinse before I brush and expiration 2023/07/26 it kinda burns like when you eat something hot when you put your partials in. I am on I used those just last week and I didnt have my partials in I was hospitalized for another condition and decided to wear my teeth it happened one time before and I reused it again it aggravated my mouth. I called my dentist and asked if the tablets irritate the mouth she said yets it does. Something is going on here. I got me a pack of toothbrushes and rinsed my mouth out with a bottle of water and toothpaste cause I was disturbed my chest was hurting it got tight I thought what the h*ll is going on my eyes got glossy about to go to the emergency room and it calmed down with the tooth brush and toothpaste. I was looking for the dental paste to do it again. I am going back. I used the product this morning. I put partials in about 8 oclock and I felt that coming on and I took care of that. I was hyped up. Going to the ER. Well if I find something out do you want me to call".